Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years and 6 months. The explanted pump was returned for evaluation. Although depositions were observed during the evaluation of the pump, the depositions did not appear to have been present for an extended period of time. The pump was returned assembled with the percutaneous lead cut approximately 5" from the pump housing and the severed portion was not returned. The inflow conduit was not returned and the outflow graft and bend relief had been severed at the metal hardware. Examination of the pump blood-contacting surfaces found no thrombus formations. Two small, white, tissue-like depositions were observed in the outlet stator adjacent to the outlet bearing ball. The depositions were loosely seated and did not any evidence of denaturing or laminated layering, indicating the depositions did not form in the outlet stator. Visual inspection did not find any contact marks on the rotor body or outlet bearing cup to indicate that the depositions were present while the pump was operating. The observed depositions did not appear large enough to obstruct flow and did not appear to have been present for an extended period of time. Visual inspection of the pump bearings and bearing cups found no anomalies related to damage or wear. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2011. It was reported that the patient underwent a pump exchange on (B)(6) 2016 for suspected pump thrombosis. Additional information was requested but not provided.